Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure, suspected micro lead perforation of right atrium with the atrial lead was noted immediately following the device implant. Patient complained of sharp pain on inspiration. The atrial lead was repositioned via reoperation. No effusion, good thresholds and sensing was noted. Patient was stable.